Manufacturer narrative:
The reported lot# 21g28h476b is not a valid baxter lot#. Initial reporter postal code: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection the blue connector was observed missing. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was operator user error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva bag for automix leaked. It was further reported that the blue cap of the bag was missing so the bottle of 200ml nanogam ran out. This was observed when "transferring to the collection bag of nanogam", prior to patient use. There was no patient involvement. No additional information is available.